Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2414, awareness date 02-nov-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2014. Two days after having it placed, she was in the ER (emergency room) for heavy bleeding and had her platelets checked and they were 68000. She was then sent to the blood doctor and was diagnosed with itp (interpreted as idiopathic thrombocytopenia). After that she had every blood test ran and CT scans and ultrasounds done trying to find out what was causing all her problems. She was in chronic pain, bloated and swelled up, had chronic fatigue, brain fog, blurry vision with perfect eye sight, stroke like symptoms, heavy periods, extreme weight gain and she couldn't loss for nothing, migraines, loss of coordination, very bad mood swings, muscle and ovary spasms, hands breaking out of nowhere, bad reaction to earrings that had nickel, her insides were itchy and burning at one point, constant discharge with no explanation, pain during and after sex and very bad hair loss. Her performance at work really dropped no matter how hard she tried, lived on tylenol to the point it stopped working and had to be prescribed something stronger to make it thru the day. She could not have a sexual relationship with her husband due to the pain. She was not able to help with house work because she was always wore out and tired. On (B)(6) she had a full hysterectomy and lost her tubes as well to remove the essure. Since that day she felt wonderful. She was no longer suffering from her symptoms. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in (B)(6) 2014. She reported heavy bleeding amongst other events. Genital bleeding is serious due to medical importance and listed for essure. Given the compatible temporal relationship and the hysterectomy required, causality cannot be excluded and this case is regarded as incident. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.